Event description:
It was reported that during preparation of the 3.25 x 15 mm nc trek balloon, strong resistance was noted when the protective sheath and the mandrel were removed. Then, a non-abbott guide wire, could not be inserted into the guide wire lumen of the balloon. The nc trek balloon was not used in the patient anatomy. The same non-abbott guide wire and a non-abbott balloon were used and the procedure was completed without issue. No adverse patient effect and no clinically significant delay were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and confirmed the difficulty to remove the balloon sheath. A review of the complaint handling database found two similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed; corrective and preventive actions will be addressed per quality system protocol.